Event description:
It was reported that during a programmed device changeout procedure, the physician opted to insert this right ventricular (rv) lead into the left ventricular (lv) port and the lv lead into the rv port of this device. This was due to a history of noise on the rv lead. Further information was received indicating that this system exhibited oversensing of myopotential noise on the rv lead, resulting in pacing inhibition, with the longest pause being approximately two seconds. Reprogramming options were discussed as well as considering a lead revision. No adverse patient effects were reported. This device system remains in service.